Event description:
It was reported that during device implant two years previous, the bifurcated bipolar lead was unipolarized to fit into the device header and now the right ventricular lead has high impedance. A chest x-ray revealed no lead degradation and no information regarding the cause for high impedance. The lead was reprogrammed and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.